Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected restart error alarm. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a21 alarm due to full segment display.